Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The wife of the patient reported that they were unable to charge the implantable neurostimulator (ins) and are seeing a reposition antenna screen. Repositioning antenna did not resolve the issue and communication with another device was not able to be attempted as there were no other products available. The date of the last successful charge was asked but never answered, and it was noted that the patient had a sudden return of symptoms as of (B)(6) 2016, indicating that they do not feel good and cannot swallow their pills since the recharging issues began. A replacement antenna was sent to the patient and on (B)(6) the wife of the patient requested the tracking number, stating that the implantable neurostimulator (ins) would die/be depleted if they do not get the antenna soon. It was suggested that the patient follows up with their healthcare provider (hcp) if the replacement antenna does not resolve the issue. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.